Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the instrument did not staple after firing, it only cut the tissue. Blood loss was about 100-150ml. At the time of use, the green indicator was clearly visible and the instrument was fired without force. Patient injury was caused by the extension of operative time by more than 30 minutes and damage to tissue. Patient was discharged from the hospital on (B)(6) 2011.